Manufacturer narrative:
Concomitant: product ID 8731sc, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that a catheter migration occurred. The catheter was revised. The physician was going to replace the catheter with an ascenda catheter. The old drug concentration was diluted to a lower concentration. A back table prime was done to push the higher concentration out of the pump tubing and a priming bolus was done only to the catheter volume after the pump was connected to the new catheter. The device system contained morphine. It was later reported that the managing physician did a dye study and the catheter pulled out of the intrathecal space. At the time of this report, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was reported that a catheter revision occurred. Additional information was requested but was not available at the time of this re port. The following previously reported information no longer applies to this event: "it was reported that a catheter migration occurred. The catheter was revised. The physician was going to replace the catheter with an ascenda catheter. The old drug concentration was diluted to a lower concentration. A back table prime was done to push the higher concentration out of the pump tubing and a priming bolus was done only to the catheter volume after the pump was connected to the new catheter. The device system contained morphine. It was later reported that the managing physician did a dye study and the catheter pulled out of the intrathecal space. At the time of this report, the patient was receiving effective therapy. "